Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection of the returned device reveals that the tip of the forcep is broken off. The broken piece was not returned with the device. The device shows significant signs of wear and use. The reported event could be confirmed. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, a rdce frcps w/ pts brd broke during a case. The procedure was performed, without any delay, using a s+n back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, a rdce frcps w/ pts {} brd broke when reducing. The procedure was completed, without any delay, using a s+n back-up device. No other complications were reported.

Manufacturer narrative:
Additional information: b5, d4, d9, h3, h4.